Manufacturer narrative:
Additional information was received from the surgeon: a piece of old mesh was removed due to being stuck in the force bipolar instrument jaws. The surgeon reported the area where the piece of mesh was excised was planned to be removed as part of the procedure and did not require any medical or surgical intervention. A new port was placed, the incision site did not need to be increased to place the new port. The patient has not returned back to the hospital due to any complications from this event. The force bipolar instrument was received. Failure analysis found no product issue identified. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted recurrent right inguinal hernia repair surgical procedure, the force bipolar instrument grabbed onto the tissue and would not release. The procedure was completed with no reported injury.